Manufacturer narrative:
Only the pushwire was returned for evaluation without the implant coil attached. (B)(4)

Event description:
It was reported the coil could not be detached during procedure and was removed from the patient.no patient injury reported.